Event description:
Hill-rom received a report from a hill-rom tech stating the left foot siderail will not latch. The bed was located at the account in (B)(4). There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found the latching mechanism spring won't release due to sticky fluid preventing it to spring back. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unk if the facility performed any other preventative maintenance on this bed. The tech cleaned the latching mechanism at the center arm assembly to resolve the issue. Based on this info, no further action is required.